Manufacturer narrative:
Result of investigation: exact root cause was not able to established. The reported complaint was unable to be confirm or duplicate. Uut was found to be functional without fault in fa. Failure most likely due to an intermittently faulty epc p/n: 645105, rev. A.2 s/n: (B)(6).

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation but vyaire field service representative (fsr) evaluated the device onsite . The main pcb (printed circuit board) was replaced and bellavista firmware was updated to 6.0.19. Est (extended systems test) was performed and performance check all passed. The unit is operational and meets OEM (original equipment manufacturer) specifications the cfb log files has been sent and analyzed by technical support. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported that the bellavista 1000 screen went black during patient use. The customer did not know if unit continued to ventilate but confirmed that no patient harm reported from this event. At this time, there is no information regarding remedial action taken by the healthcare facility.